Event description:
Operating room custom pack manufactured by avid, sold via (B)(4), containing kimberly clark drapes. Kc xl drape 135 100" x 76" had tears in it that appeared as if the drape was melted. This was a neuro pack cat number umdn007-03, lot number: 893517. Date of MFR: 05/01/2013. This is the third pack we received with a 'melted' drape in it. Operating room table had to be broken down which delayed surgery. (B)(4). Dates of use: (B)(6) 2013. Reason for use: neuro surgery.